Event description:
Additional information was received indicating surgical intervention was taken to cap and replace the right ventricular (rv) lead from another manufacturer. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead from another manufacturer experienced a ventricular tachycardia (vt) storm. At follow up it was noted that the device displayed a code 1005 indicating that an open circuit was detected during shock delivery. This results from high out of range shock impedance measurements. Boston scientific technical services (ts) discussed testing the rv lead and considering revising the system. At this time, the system remains in service. No adverse patient effects were reported.